Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported on behalf of her daughter that upon removal of a tampon it fell apart inside her vaginal cavity. Her daughter manually removed the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.